Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found the swg was kinked when the swg inserted into the needle prior to the patient."

Event description:
It was reported that: "(B)(6) 2024, the doctor found the swg was kinked when the swg inserted into the needle prior to the patient."

Manufacturer narrative:
(B)(4). The customer returned one opened arterial catheterization kit for analysis. No definite signs of use were observed. Visual and microscopic analysis revealed slight bending of the distal end of the guide wire. Microscopic examination confirmed this damage. The distal weld was present and appeared full and spherical. A large amount of a white particulate was observed in the guide wire tubing and hub. A bubble within the supplied guide wire hub component (a-04020-015a) was also noted, which likely contributed to the resistance experienced by the customer. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The guide wire was advanced through the returned cannula and slight resistance was encountered at the proximal opening of the needle cannula. Once inserted, the guide wire met minor resistance but was able to pass entirely through the cannula. An undamaged guide wire was additionally threaded through the distal tip of the needle cannula, and no resistance was experienced. Therefore, the kinking likely caused or contributed to the resistance experienced. A device history record review was performed, and no relevant findings were identified. The report of a kinked arterial guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that a 'bubble' had formed inside the supplied guide wire hub component (a-04020-015a). This bubbling created resistance between the guide wire and the proximal opening of the cannula, which likely contributed to the reported failure. Based on the customer report, the sample received , and the comments from manufacturing, the root cause is supplier related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.